Event description:
Regulatory agency has reported implant rupture. Unknown location of device . This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.